Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable creatinine or gluc3 glucose hk results for a total of three patient samples. Patient 1 initial creatinine result was 3.22 mg/dl with a data flag and the repeat result was 0.91 mg/dl. Patient 2 initial creatinine result was 4.48 mg/dl and the repeat result was 0.60 mg/dl. This patient was female. Patient 3 initial glucose result was 162 mg/dl and the repeat result was 84 mg/dl. This patient was female. The initial results were reported outside the laboratory. The patients were not adversely affected. The creatinine reagent lot number was 145490. The glucose reagent lot number was 151041. The expiration dates were requested, but were not provided. The field service representative checked the pipetting and washing system. He found the cell rinse nozzle was clogged with fibrin or dust. He cleaned it and confirmed the analyzer was running within specification. Further investigation confirmed a clogged rinse nozzle could explain the observed results. Based on the provided data, reagent issues could be excluded.